Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead was capped, partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed and no anomalies were found. Concomitant medical products: sdr303b, ipg, implanted: (B)(6) 2003. (B)(4).